Event description:
Additional information was received from a consumer indicated the pump was defective and the doctor did nothing about it. It was noted now it had been empty for 10 months. The circumstances that led to the pump being defective were unknown. The event was not resolved and the patient reported it was hard to find a doctor dealing with pumps where they live. The patient had not been to their previous doctor in months and no longer had a managing hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider who was calling for the code to permanently shut down the pump. The healthcare provider confirmed they do not want to use the pump anymore and understood it was not able to be turned back on after which the healthcare provider was given the code during the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a consumer. Regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported, the pain doctor's office closed and the patient was supposed to get refilled today. It was reported, the pump was empty, and the patient was going through severe withdrawal. Stating "it's been a week and I'm very sick". It was further reported, "(B)(6)" was supposed to call the patient to help find a healthcare provider (hcp). But had not. The patient believed (B)(6) was a company representative (rep). When asked what medication was in pump, it was noted, "it was morphine. But that, wasn't working like the fentanyl did in the trial. They did a change last fill that was bad. So they were going to give me fentanyl". But, there was currently nothing in the pump. Pss offered to try and find "(B)(6)" and send message. Additional information was received on (B)(6) 2021, from a consumer indicated the rep called her back, but she could not locate the contact number. It was reported, the patient was scheduled to see a doctor. But he would not take her now. On (B)(6) 2022. Additional information was received from the patient¿s mother who reported that the therapy never worked for the patient. The pump was empty. And the patient was experiencing withdrawal symptoms. She ¿can't talk/not in a condition to do anything. The patient stated, that the therapy had "never worked properly". She stated, she was shaking, anxious, cold and sweaty, and she would be in a lot of pain. And try to bolus, but nothing happened, so she started, going into withdrawals. She stated, that the doctor had given her 14 boluses. But "nothing happens", so she didn¿t take them. Per the reporter, she would go thru withdrawals while working with her old doctor, and she didn¿t have a current healthcare provider (hcp). The reporter mentioned, that they may go to the ER (emergency room). But they really wanted to avoid doing that. Physician listings were emailed to the reporter. On (B)(6) 2022, additional information was received that the pump was alarming since friday. They had a handset which indicated, that the pump was empty. They stated, they were not having symptoms despite having been getting 5000 mcg/day and 250 mcg boluses, 144 times a day. They never got adequate relief from the pump. When the healthcare provider (hcp) would increase the dose, they would get temporary relief. When they told the hcp they had new back pain and withdrawal symptoms, they would not help. They use their boluses to avoid withdrawal. They also stated, they had other "weird gastro issues". A physician listing was mailed to the patient. On (B)(6) 2022, additional information was received from a patient's representative via a company representative (rep). It was reported, the pump was allegedly beeping and the patient was concerned, it was may be malfunctioning. The patient's representative left a message that her daughter's pump was beeping and they suspect it wasn¿t working as she was in a lot of pain. It was unknown, if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown, if any diagnostic/troubleshooting was completed. The patient's caregiver was having trouble finding a physician or clinic that could give them support. The original provider had retired. And they had a negative experience with his replacement. The clinics that had been suggested were too far to travel to. The issue was not resolved at time of report. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive - with injury. On (B)(6) 2023. Additional information received from the patient stated, that the device is on recall. And the doctor ignored the situation. The pump is out of medicine and beeping. Patient mentioned they are trying to get an appointment with the appropriate doctor. On (B)(6) 2023. Additional information was received from the patient who called back regarding still not being able to find an hcp (healthcare provider) to replace the pump. The patient was concerned about the foreign particle recall, and believed their pump was associated to that recall. The patient mentioned, the pump "running out" and was beeping in the past. The patient mentioned, they were in a lot of pain, due to not being able to find an hcp to address their pump. The patient was sent hcp listings. And patient advocate foundation information. After the call, the agent confirmed, via the look up website, that the patient¿s serial number was not included in the foreign particle recall. On (B)(6) 2023. Additional information received from a patient representative (rep), indicated that the patient's pump had not been filled for "probably 8 months". The patient's pump became "defective" and the doctor at the time did not pay attention to the patient. The patient "kept saying that to him, and he didn't do anything about it". When asked about the event date. The reporter stated, "I don't know if she still has it, but she had it for months". It was noted, that the patient had to go to the hospital with pancreatitis. A pain management doctor there to tole the patient she had to have the pump replaced because it was dry. The reporter was trying to understand what that implied. Per the reporter, the patient had the pump "inside her spine" and had not had medicine for "months and months". The pump was alarming all of the time. The patient had been throwing up a lot. The reporter didn't think it was related to the pump or therapy. But the hospital just said she had pancreatitis. Now, the patient was throwing up and was having the same symptoms she had when she went to the hospital the last time. The reporter was redirected to follow-up with the patient's healthcare provider. Physician listings were provided to the reporter. The pump was used to delivery fentanyl. Dose and concentration information was not reported.